Event description:
It was reported that during a percutaneous coronary intervention procedure, the liberte' monorail stent delivery catheter broke during withdrawal. The lesion was located in the right coronary artery (rca). The procedure was successfully completed with another of the same device. No patient injuries or complications were reported. The patient status is reported as "satisfactory and good.' Additional information regarding this event has been requested.

Manufacturer narrative:
The device has not been received for analysis as of the date of this report.